Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a nurse that the customer received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was in a car accident due to the low. The customer was at 80 mg/dl before the accident. The customer used iced tea and chocolate to treat the low before the accident. The customer did not mention any symptoms. The customer was wearing the insulin pump and using sensors during the incident. The caller stated the pump did not stop insulin delivery on time to avoid the low. Troubleshooting was not completed but the nurse stated they analyzed the pump and noticed delivery did not stop before the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.